Event description:
Baxter (B)(4) received a report that an infusor leaked from the reservoir during filling. The device was being filled with a solution of morphine hydrochloride and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the root cause was determined to be an insufficient welding. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no signs of physical abnormality. A functional leak test revealed leakage at the welded area of the volume indicator. No signs of leak were noted on the reservoir. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510(k) number. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.